Manufacturer narrative:
The seat back was modified post final release. The gas strut for the static back was removed and replaced with a piece of square tubing. Further, the shoulder bolt for the static back pivot was found loose on the seat pan. Although it is unknown how this affected stability, both of the conditions made the seat back loose and unstable. The tilt function operated normal despite these modifications and misuse. Pride warns about product modifications in the product literature.

Event description:
Provider alleges consumer was tilting the chair back when the back allegedly fell back causing the chair to tip backwards.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was tilting the chair back when the back allegedly fell back causing the chair to tip backwards.